Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: b5, h6, h11, h3. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received by customer: -it was reported that the problem was first noticed during a lap nissen therapeutic procedure. There was a 2-minute delay while the patient was under general anesthesia, when the device failed in the middle of the procedure. There is no pre-existing conditions associated with the patient at the time of the event. A new thunderbeat was then opened and used to complete the procedure.

Event description:
It was reported the thunderbeat lower jaw broke off. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.